Event description:
Perforation - post lateral branch with total occlusion. No intervention required, perforation self sealed.

Manufacturer narrative:
Visual examination: upon receipt, the tip coils were found to be stretched, distal to the black ptfe sleeve. A separation in the guidewire shaft was noted beneath the ptfe sleeve, 3.3. Cm proximal to the distal tip. Microscopic examination: the ptfe sleeve was removed from the guidewire separation area revealing the guidewire's fractured areas. Further evaluation using scanning electron microscopy (sem) revealed both fractured ends to exhibit a pronounced corrosion degradation. The material was found to be severely pitted and the interior of the wire appeared similar to a hypo-tube. Although the exact cause for the guidewire damage could not be determined, it is suspected that, during the original mfg process, prior to grinding, a void existed within the material. This internal void was subsequently elongated by the draw-down process. During the grinding operation, cavities were opened up on the outer surfaces of the wire opposite to the internal void, allowing corrosive agents to attack the wire externally and internally. This random anomaly appears to be an isolated incident, related to a very rare material defect. It is believed that the fractured area benneath the intact ptfe sleeve is totally unrelated to the reported vessel perforation.